Manufacturer narrative:
As the lead remains in the patient, it will not be returned. The ICD was retained by the hospital and also will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation (rv) lead and implantable cardioverter defibrillator (ICD) presented with noise on the ventricular channel that resulted in oversensing and the inappropriate delivery of anti-tachycardia pacing (atp). The patient was hospitalized and a lead revision was performed. This rv lead was surgically abandoned in the patient and successfully replaced with a non-boston scientific lead. The ICD was also explanted and successfully replaced. No additional adverse patient effects were reported.